Event description:
It is reported that during surgery on (B) (6) 2009, the surgeon reamed up to size 50. Attempted to impact 56 tm shell which seated proud. Made several attempts to assure prepared socket was cleared of soft tissue, osteophytes, and other debris. Made second attempt to impact 56 cup. Verified reamer size of 56, opened another 56 tm cluster shell with repeat experience. Reamed with 57 reamer and impacted 58 trilogy fm cup. Surgery was delayed 30 minutes.

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.